Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A revision procedure was performed and the ra lead was unable to be removed and was therefore surgically abandoned. A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.